Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device had an ECG detection problem showing dotted lines. The user placed the ECG electrodes with no leads detected, stopping the monitor, placing the patches and restarting, placing the ECG electrodes, and waiting a few times before obtaining the ECG waves. The device was reported to be in use on a patient, and no adverse event to patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device had an ECG detection problem showing dotted lines. The user placed the ECG electrodes with no leads detected, stopping the monitor, placing the patches and restarting, placing the ECG electrodes, and waiting a few times before obtaining the ECG waves. The device was reported to be in use on a patient, and no adverse event to patient or user was reported. Additional details have been requested.